Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical onsite visit the field service engineer (fse) found a slight leak, but no smell and no gas emitting from laser. Fse replaced the laser head and performed system verification. According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. This is a known issue and was addressed by the supplier: the root cause is the leakage of the c-ring sealing inside laser head. The supplier has improved the sealings and implemented o-ring sealings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported intermittent extended times to complete energy checks and a slow gas leak though the halogen filter. Additional information has been requested.